Event description:
During transfer of the patient from the bed to the wheelchair. While about 1 meter above the floor the hoist coupling came apart and the patient fell to the floor.

Manufacturer narrative:
Etac has received an incident report from a customer where a quick release coupling as part of the patient lifting system has come apart during use. This quick release coupling malfunction may potentially cause the fall of the patient during transfer. Etac has decided to issue a field safety notice covering this issue. The field safety notice covers manufacturing period 03/21/2022 to 06/21/2022. Investigation of the nonconforming quick release coupling showed that the adhesive securing the quick release coupling was not sufficiently cured causing the quick release coupling to be able to come apart. During use it is possible to detect if the quick release coupling has become nonconforming as the two main parts included in the quick release coupling will have a gap. In case of detected malfunction the customer has been instructed to stop using the device until service has been completed. A replacement kit with sufficient adhesive will be forwarded to all involved customers with the explanatory information on how to perform correct replacement with a safety check before use of the new quick releas coupling.

Event description:
During transfer of the patient from the bed to the wheelchair. While about 1 meter above the floor the hoist coupling came apart and the patient fell to the floor.

Manufacturer narrative:
Etac has received an incident report from a customer where a quick release coupling as part of the patient lifting system has come apart during use. This quick release coupling malfunction may potentially cause the fall of the patient during transfer. Etac has decided to issue a field safety notice covering this issue. The field safety notice covers manufacturing period 03/21/2022 to 06/21/2022. Investigation of the nonconforming quick release coupling showed that the adhesive securing the quick release coupling was not sufficiently cured causing the quick release coupling to be able to come apart. During use it is possible to detect if the quick release coupling has become nonconforming as the two main parts included in the quick release coupling will have a gap. In case of detected malfunction the customer has been instructed to stop using the device until service has been completed. A replacement kit with sufficient adhesive will be forwarded to all involved customers with the explanatory information on how to perform correct replacement with a safety check before use of the new quick release coupling.